Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 120mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. Asupplemental report will be submitted if the device is received and evaluation isperformed. Device not returned.